Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that when the physician went to make a sphincterotomy, he stepped on the pedal and noticed that there was no energy going through the cut wire on the sphincterotome. When he went to remove the sphincterotome, he noticed that the cutting wire was broken. They stopped and rescheduled the patient for another day. There was no part of the device detached inside the patient there were no injury nor patient complications as a result of this event.

Manufacturer narrative:
H6: problem code 1069 captures the reportable event of wire broke. H10: visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the event was due to expected or random component failure without any design or manufacturing issue. The DHR review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that when the physician went to make a sphincterotomy, he stepped on the pedal and noticed that there was no energy going through the cut wire on the sphincterotome. When he went to remove the sphincterotome, he noticed that the cutting wire was broken. They stopped and rescheduled the patient for another day. There was no part of the device detached inside the patient there were no injury nor patient complications as a result of this event.